Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a dexcom g7 sensor and an inset 23" 6 mm infusion set, and the user manually announced multiple additional meals in response to rising glucose. Symptoms included elevated blood glucose up to 290 mg/dl over several hours without acute complications. Outcomes included no medical intervention, no back-up therapy, no ketone testing, and eventual stabilization to the target range later the same day. Investigation included review of device data and user interview for troubleshooting and education. Investigation of this case revealed no device malfunction was identified, the pump was delivering insulin, and user actions inconsistent with labeling contributed to persistent hyperglycemia; infusion set performance could not be excluded. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.